Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent surgery to repair recurrent ventral hernia". The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient had a bard/davol oval composix kugel mesh, product code 0010203, implanted to repair a hernia defect. On (B)(6) 2015: the patient underwent surgery to repair recurrent ventral hernia. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient had a bard/davol oval composix kugel mesh, product code 0010203, implanted to repair a hernia defect. On (B)(6) 2015: the patient underwent surgery to repair recurrent ventral hernia. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: on (B)(6) 2008 - patient was diagnosed with epigastric incisional hernia thereby underwent open repair with the implant of composix kugel (device #1). Per operative notes, ¿after opening and removing the sac, the hernia contents were then reduced back into the abdominal cavity. A composix kugel patch was centered over the defect and then closed with sutures.¿ on (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the explant of composix kugel (device #1) and implant of ventralight st mesh w/ echo (device #2). Per operative notes, ¿the incarcerated omentum found within the hernia defect were reduced. The failed mesh which was folded back on itself and positioned just the right lateral aspect of the defect. The previously placed mesh was completely excised (device #1). A ventralight st mesh with echo positioning system (device #2) was rolled and inserted intraabdominally, then the mesh unrolled and positioned in place through the middle of the hernia defect. With the mesh properly placed, the tacker was then used to circumferentially tack the mesh. The echo balloon was then deflated and removed.¿ attorney alleges that the patient had mesh migration, pain, hernia recurrence, removal surgery and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent surgery to repair recurrent ventral hernia". The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 3 months post implant of mesh ¿ composix kugel, patient was diagnosed with hernia recurrence and mesh deformation thereby underwent repair with mesh removal. Per operative notes, ¿the failed mesh was folded back on itself and positioned just right lateral aspect of the defect.¿ review of manufacturing records confirms product was manufactured to specification. . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.